Event description:
The pump was returned for investigation. Investigation revealed corrosion on the keypad, a crack in the battery compartment, and a discolored and dim display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation confirmed that the keypad was peeling around the ok button. The button contact was exposed. Testing confirmed all keys are responsive to button presses and are functional. Contamination was present under the contacts of all buttons. The battery compartment was cracked at the opening of the battery chamber extending down beneath the finger pad. There was no observed issue with a loss of power. There was no evidence of moisture damage in the battery compartment. The text on the display screen was starting to dim and become discolored. The bolus button had intermittent responses to button presses. Removed button cover and found the internal plug contact is misaligned and contamination is present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).